Event description:
It was reported that reprogramming was attempted, however, the patient was not getting adequate stimulation. The patient underwent an explant procedure and the explanted devices were not returned to bsn as they were discarded by the medical facility. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 18854086; product family: scs-lead fixation, upn: m365sc43160, model: sc-4316, batch: 18793167.